Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: it was the silver colour cable which was broken.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a frayed yaw cable at the idler pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation(s) not reported by site: the instrument was found to have a broken proximal clevis at the ears of the clevis. The broken pieces were still attached (returned) to the instrument. The component is broken and there may be missing pieces/material, but the size of the missing pieces cannot be confirmed. Clevis does not show abrasions or scratches on the outer surface. Additional observation(s) not reported by site: the instrument was found to have multiple indentations/burrs on the edge and outer face of the distal idler pulleys. There may be missing pieces/material, but the size of the missing pieces cannot be confirmed. Common causes of frayed - distal instrument grip/yaw cables are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing. Common causes of the failure mode broken instrument proximal clevis are attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument proximal clevis. Common causes of the failure mode mechanical indentations/burrs instrument distal pulleys are attributed to damage during use, handling, or reprocessing, which may include an accidental drop of the product or collisions with other objects or hard surfaces.

Event description:
Refer to h11 for follow-up information.